Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the implantable cardioverter defibrillator exhibited post-sensed t-wave oversensing on the ventricular channel. It was also noted that the patient received inappropriate antitachycardia pacing. No device intervention was performed but device reprogramming was discussed. No further information available regarding patient condition.

Event description:
New information received indicated that the implantable cardioverter defibrillator was explanted and replaced on (B)(6) 2018. No further information available.

Manufacturer narrative:
The reported field event of inappropriate atp and oversensing was confirmed in the laboratory due to review of device image. The device behaved as programmed. The device was tested on the bench and using automated testing equipment, and no anomalies were found.